Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported.

Manufacturer narrative:
.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.